Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii, parity 2, vaginal discharge and menarche. Concurrent conditions included genital bleeding, irregular periods, menometrorrhagia, weight gain, dysuria, burning sensation, alcohol use and anemia. Concomitant products included medroxyprogesterone acetate (depo provera) from november 2008 to february 2009 for contraception as well as ibuprofen (motrin) from 2009 to 2015, ibuprofen from 2009 to 2015, metronidazole (flagyl) from 2009 to 2015 and paracetamol (tylenol 8 hour) from 2009 to 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection/urinary tract infection"), mood altered ("mood changes"), migraine ("migraines"), headache ("headache"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month 5 days after insertion of essure. In (B)(6) 2009, the patient experienced nausea ("nausea") and back pain ("low back pain") and was found to have vitamin b12 decreased ("low vitamin b12"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("other injury: fibroids"). On an unknown date, the patient was found to have vitamin d decreased ("low vitamin d") and experienced anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2015: total abdominal hysterectomy with bilateral salpingectomy and on (B)(6) 2015:total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, uterine leiomyoma, anaemia and back pain had resolved and the mood altered, migraine, headache, vitamin d decreased, nausea, gastrooesophageal reflux disease, weight increased, alopecia, vitamin b12 decreased, depression and anxiety outcome was unknown. The reporter considered alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vitamin b12 decreased, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement 168 lbs. Did not undergo essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - dysmenorrhoea, uterine fibroids, pelvic pain" most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received. Events psychological or psychiatric problems condition: depression and mental anguish were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included gravida ii, parity 2, vaginal discharge and menarche. Concurrent conditions included genital bleeding, irregular periods, menometrorrhagia, weight gain, dysuria, burning sensation, alcohol use and anemia. Concomitant products included ibuprofen (motrin) from 2009 to 2015, ibuprofen from 2009 to 2015, medroxyprogesterone (depo provera), metronidazole (flagyl) from 2009 to 2015 and paracetamol (tylenol 8 hour) from 2009 to 2015. On (B)(6)2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), nausea ("nausea") and back pain ("low back pain"). In 2009, the patient experienced migraine ("migraines") and headache ("headache"). In june 2009, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract infection ("infection/urinary tract infection"), uterine leiomyoma ("fibroids"), mood altered ("mood changes"), vitamin d decreased ("low vitamin d"), anaemia ("anemia"), gastrooesophageal reflux disease ("acid reflux") and vitamin b12 decreased ("low vitamin b12"). The patient was treated with surgery (on (B)(6)2015:total abdominal hysterectomy with bilateral salpingectomy) and surgery (on (B)(6)2015: total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, uterine leiomyoma, anaemia and back pain had resolved and the mood altered, migraine, headache, vitamin d decreased, nausea, gastrooesophageal reflux disease, weight increased, alopecia and vitamin b12 decreased outcome was unknown. The reporter considered alopecia, anaemia, back pain, dysmenorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vitamin b12 decreased, vitamin d decreased and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - dysmenorrhoea, uterine fibroids, pelvic pain" most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event mood changes, migraines, headache, low vitamin d, anemia, nausea, acid reflux, weight gain, hair loss, low back pain, she did not undergo confirmation test were added, low vitamin b12. Concomitant medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, vaginal discharge and menarche. Concurrent conditions included genital bleeding, irregular periods, menometrorrhagia, weight gain, dysuria, burning sensation and alcohol use. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), infection ("infection") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (on (B)(6) 2015:total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, infection and uterine leiomyoma had resolved. The reporter considered dysmenorrhoea, infection, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - dysmenorrhoea, uterine fibroids, pelvic pain". Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), infection ,pain", reporter, historical condition, patient information added from pfs. Historical and concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.